Manufacturer narrative:
Please note that the gender of the patient is unknown. Gtin# (B)(4). Phone: (B)(6). The site provided an angiographic image of what appears to be a stent deployed in a patient's right iliac/sfa region. This image does not provide any additional information regarding the reported complaint. The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8x100mm smart stent was found to be out of shape after implantation. On (B)(6) 2015, the patient with iliac artery, superficial femoral artery occlusion disease admitted to hospital. And on (B)(6), the patient was needed to do the iliac artery, superficial femoral artery arteriography and stent implantation. During the operation, used the smart (c08100mv) to place in the right iliac artery, stent release after angiography images as attached picture. After angiography found the distal tip of the smart was out of shape. And the product wouldn't be returned for analysis. There was no patient injury. Additional information received: it was reported that after the stent was released, the stent had malposition. Angioplasty was performed to treat the stent. The lesion was not calcified, angulated, tortuous, or located along the bifurcate. The stenosis rate was 71%. There were no damages or anomalies noted to the 8x100mm smart stent prior to removal from packaging, and there were no damages or anomalies noted to the packaging prior to opening. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected handled and prepped according to the IFU. The hemostasis valve was in the closed position when it was received, and it was closed prior to removal from the tray with the stent still constrained. A contralateral approach was made. There was difficulty encountered as the stent was advanced/tracked through the vessel and difficulty crossing the lesion. There was thrombus present within the lesion site. It was reported that no unusual force was used at any time during the procedure, and neither was excessive torquing. All the slack was removed from the sds prior to deployment, and the inner shaft was held in a fixed position. The hemostasis was opened prior to deployment attempt.

Manufacturer narrative:
Complaint conclusion: an 8x100mm smart stent was found to be out of shape after implantation. The patient with iliac artery and superficial femoral artery occlusion disease was admitted to hospital. The patient had the iliac artery and superficial femoral artery arteriography and stent implantation. The smart (c08100mv) was placed in the right iliac artery and the stent was released. After angiography the distal tip of the smart was out of shape. There was no patient injury. It was reported that after the stent was released, the stent had malapposition. Angioplasty was performed to treat the stent. The lesion was not calcified, angulated, tortuous, or located along the bifurcate. The stenosis rate was 71%. There were no damages or anomalies noted to the 8x100mm smart stent prior to removal from packaging, and there were no damages or anomalies noted to the packaging prior to opening. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected handled and prepped according to the instructions for use (IFU). The hemostasis valve was in the closed position when it was received, and it was closed prior to removal from the tray with the stent still constrained. A contralateral approach was made. There was difficulty encountered as the stent was advanced/tracked through the vessel and difficulty crossing the lesion. There was thrombus present within the lesion site. It was reported that no unusual force was used at any time during the procedure, and neither was excessive torqueing. All the slack was removed from the sds (stent delivery system) prior to deployment, and the inner shaft was held in a fixed position. The hemostasis valve was opened prior to deployment attempt. The product was not returned for analysis. A device history record (DHR) review of lot 17158147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incomplete expansion - (peripheral)¿ was confirmed by analysis of a procedural still image provided as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 71% may have contributed to the reported event. According to the instructions for use ¿an angioplasty balloon catheter should be selected to correspond to the diameter of the superficial femoral artery proximal to the lesion. The side arm of the introducer should be connected to a pressure transducer to record the arterial pressure distal to the obstruction. An initial dilation of the lesion should be made with an appropriate sized balloon catheter. Whenever there is doubt about the dispensability of the lesion, the smallest appropriate balloon catheter should be used for the initial dilatation. Note: stent placement is not indicated if the primary angioplasty is not technically successful. A technically successful angioplasty is one in which the guidewire and dilation catheter are passed through the lesion and dilatation of the lesion produces a lumen adequate to accommodate introduction of the stent delivery system. Following dilatation of the lesion, an arteriographic image should be recorded in order to determine the adequacy of the primary procedure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.